Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.

Event description:
It was reported that upon inserting the multiloc humeral nail, the aiming arm was attached to the insertion handle and sleeves and the 3.8mm drill bit was tested to make sure that the nail was aligned. When confirmed, the nail was inserted into the patient. The technique was performed per the technique guide for inserting the 4.5mm multiloc screws proximal. Upon insertion of the first multiloc screw it was noted under x-ray that the screw had not gone through the nail as it should have. The screw was removed with the nail and the surgeon rechecked the drill sleeves through the aiming arm. The nail was re-inserted into patient and everything else went smooth. The problem is that the aiming arm did not align with the screw holes upon the first screw insertion. It is not known why this occurred. The imn, intermedullary nailing, was reinserted without incident and the screws were put back in through the aiming arm. No further information was provided. This is report 4 of 4 for complaint (B)(4).